Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bdm-ps performed a batch file review that includes a review of all data collected during the process and quality inspection. The lots involved in this claim meet all acceptable quality levels (aql), were manufactured and released in accordance with the corresponding procedures and specifications. Ten samples (10) were provided to bdm-ps for analysis. According to the results of this analysis, all the pieces were compliant. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that hypak scf1.5ml cct p3506 rtcfm27 had plunger issues. This occurred on 20 occasions before use. The following information was provided by the initial reporter: customer reports plunger rod screwing problems, and notices that stopper looks somewhat tight inside barrel, so internal diameter of barrels involved should be investigated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9235830. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-30. Medical device lot #: 9234137. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-30. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hypak scf1.5ml cct p3506 rtcfm27 had plunger issues. This occurred on 20 occasions before use. The following information was provided by the initial reporter: customer reports plunger rod screwing problems, and notices that stopper looks somewhat tight inside barrel, so internal diameter of barrels involved should be investigated.